Event description:
It was reported that during a ptca/stent procedure to treat a lesion in the rca, a multilink stent was deployed at 10atm, above rated burst pressure (contrary to IFU). The physician applied negtive pressure to the balloon, but the c-flex remained inflated larger than the measurable diameter of the vessel. The c-flex eventually deflated with continuous negative pressure. No pt injury was reported.